Event description:
Patient's infusion set tubing (lot# 5f099uf) came apart from the luer lock. Caller indicated that on 04/28/2006, patient discoverd while bolusing for dinner, that tubing had separated from the luer lock. Caller indicated that one day after event date patient discovered the tubing separation while preparing to administer a bolus for breakfast. Caller indicated that patient had used this type of infusion set for 3 years and had previosuly used the rapid-d. Caller indicated that patient had used the infusion device for 5 years. Caller indicated that the infusion set had been in use for 1 day prior to both incidents. Caller indicated that there were no adverse events. Caller did not report patient requiring and medical assistance to address this issue. Caller indicated that patient's daily basal rate was 14.4 unit and bolus was 9 units.

Manufacturer narrative:
Issue described to agency in recall # 2183993-03/21/06-001-r.